Manufacturer narrative:
Corrected: g1 - contact office establishment name. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the tip of the epidural catheter snapped, leaving 1cm of catheter inside patient. The reporter stated a neurosurgical opinion was sought, which advised that no imaging or surgical intervention was necessary. However, after a consultant anesthetist review, an MRI was conducted as a baseline intervention, which did not reveal any foreign body. Upon the most recent review of the patient¿s notes, it was reported that the patient is doing well.